Event description:
A caller reported a malfunction on a pump without any notable preceding events. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was informed they could continue using the pump, with instructions to contact support if the issue reappeared.